Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 2.4 inr and 4.0 inr on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.